Event description:
A purchasing assistant reported a pt following an intraocular lens (iol) implant surgery who had lens exchanged. The reason for the exchange was because the refractive outcome was not achieved. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a no root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).